Event description:
The customer reported via phone call that he received a no delivery alarm while troubleshooting for a button error alarm. Customer reported that the keypad was also unresponsive. The customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was 166 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit passed displacement test, excessive no delivery test and prime/delivery test. No unexpected no delivery alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked belt clip slot and battery tube threads.